Manufacturer narrative:
The ICD and the leads under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the leads and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. The analysis of the available iegms confirmed the presence of noise in the ra and ff channels as well as partially in the rv channel during episode 89. Besides that, the data showed no anomalies. Based on the available data the root cause of the noise could not be determined. The presence of external influences cannot be excluded.

Event description:
After an implantation period of approx. 54 months, oversensing on the ventricular and farfield channel was reported.